Event description:
It was reported that the patient experienced fluid loss in the balloon of an artificial urinary sphincter (aus). The aus cuff, balloon, and pump were explanted and a new 4.5cm cuff, balloon, and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.